Manufacturer narrative:
Additional information indicated this event is related to and has also been reported in mfg report 3004209178-2016-18648. Any additional information regarding the event will be documented in that report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - it was reported that the patient had an overdischarged battery at time of the planned surgical revision. Patient requested pre-operatively for an upgrade to new system. It was reported the patient had an uncertain degree of compliance. An attempt to communicate with the clinician programmer took place. No symptoms reported. No further complications were reported/anticipated.